Event description:
A break in the retention dome during traction removal. The indwelling period was 185 days. The dome portion was removed endoscopically using grasping forceps.

Manufacturer narrative:
The complaint of the retention dome detaching during removal (separation of the dome and feeding tube) is confirmed. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr review is not possible, as no manufacturing lot number information has been provided by the complainant.